Manufacturer narrative:
Summary of evaluation: there is little or no information available to verify whether or not this event actually occurred.

Event description:
Reporter stated that the hosp felt that inside sterility was compromised when one section of sterile peel-back came off too easily. They felt the seal was leaking. There was no adverse consequence for the pt or delay in surgery or anesthesia time.